Event description:
It was reported the patient underwent a placement of a spinal cord stimulator in 2004. The patient had ¿spinal cord stimulator lead revision¿ surgery performed on (B)(6) 2007. No symptoms were reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3887-33, lot # v004570, implanted: (B)(6) 2006, product type lead; product ID 748951, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3887-33, lot # v004570, implanted: (B)(6) 2006, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).